Event description:
It was reported that this patient with right atrial (ra) lead experienced infection. The patient was hospitalized and the ra lead was explanted. No additional adverse patient effects were reported.